Manufacturer narrative:
Continuation of medical devices: 439888 lead; 693565 lead implanted (B)(6) 2018 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient wife that the patient ¿awoke to thumbing in the chest.¿ patient wife also noted that the patient had been ¿having problems¿ since the switch to the cardiac resynchronization therapy defibrillator (crt-d). Follow up yield no further information. The device is still in use. No further patient complications have been reported as a result of this event.